Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - stem/ pn 735601103/ ln 1643312, ab hatcp cluster shell 50 mm/ pn 65640005022/ ln 60133889, alumina insert 48_54 x 28 mm/ pn 00641502802/ ln 60323107. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01971.

Event description:
It was reported that patient had a hip revision surgery approximately ten years post implantation. It's noted that it had been squeaky for a while. X-ray revealed a fractured ceramic head. During the operation, metallosis was found. Head fragments were removed before replacing with a new femoral head.